Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the system shut down on its own. The system was re-booted and remained on for 40 seconds and then shut down again. The case was completed using an alternate console with no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The power supply was replaced to address the reported issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 10, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power supply. However, how or when the power supply became nonconforming remains inconclusive. (B)(4).